Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve damage in a female pt who received super poligrip denture adhesive cream (formulation unk) for denture adhesion. A physician or other health care professional has not yet verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced nerve damage and injury due to ingestion of zinc. The lawyer stated that "... Plaintiffs have suffered severe, permanent and disabling injuries and related damages." At the time of reporting, the events were unresolved. Medical records received (B)(4) 2009: on (B)(6) 2009, the pt was seen at the emergency dept with complaint of extremity numbness and tingling for the month prior. The physician noted that on the internet there was info where these symptoms could be related to zinc/copper overdose and recommended this be checked. On (B)(6) 2009, nerve conduction studies showed no evidence of a peripheral neuropathy. F/u info was received on (B)(4) 2010 via medical records. On (B)(6) 2009, the pt complained of numbness in arm and blurred vision during an ER visit. The pt left before discharge paperwork was given regarding paresthesias (neuropathy) and peripheral neuropathy. On (B)(6) 2009, the pt's zinc level was 179 (normal 60 to 120 ug/dl). On (B)(6) 2009, magnetic resonance imaging (MRI) scan of the head and brain was normal. An MRI of the cervical spine and thoracic spine without contrast showed spinal cord signal was normal at all levels. There was a small central disc protrusion at c3 to c4, without canal stenosis or cord impingement and an incidental signal abnormality seen within c5 vertebral body. The pt also had a signal abnormality demonstrated in the t11 vertebral body, similar to that seen in the cervical spine. On (B)(6) 2009, the pt complained of tingling and numbness of extremities. Two months ago (approx (B)(6) 2009) the pt saw info on the internet about high zinc in relation to poligrip. The pt had used poligrip for over ten years. The pt had a high zinc level and low copper, b12, and folic acid. The pt was treated with oral copper, folic acid, and b12. On (B)(6) 2010 during an initial neurology consultation, the pt complained of worsened neurologic symptoms. The pt resented with tingling in her arms and legs and an elevated zinc level. The paresthesias began several years ago, starting in her shoulders and then progressing down her arms. By 2002, she developed tingling in all her extremities...